Manufacturer narrative:
Zoll medical corp has not received the device for eval and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician the device displayed "system fault 36" and "system fault 37" messages. Complainant indicated that there was no pt involvement in the reported malfunction.